Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Button error alarm and intermittent button response noted due to corroded keypad traces. Unable to confirm button error alarm.

Event description:
The customer reported having diabetes ketoacidosis in several occasions before christmas. The caller also stated that the second week of (B)(6) 2013, the paramedics were called and took him to the hospital due to high blood glucose over 600mg/dl. The customer was very sick and throwing up a lot. The caller stated that she was in the hospital for thee days. The customer mentioned that she ran out of insulin for the device. No further information was provided.